Event description:
It was reported that during a competitor lead revision procedure, the patient experienced stimulation of the pectoral muscle once the lead was connected to the device. The device was explanted and replaced, which was reported to resolve the stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).